Event description:
Pt had total hip replacement on 3/23/88 with product. Pt experienced pain in hips and it was discovered that the poly acetabular liner had failed. Upon removal the liner was in several pieces.